Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 03/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged inaccurate delivery issue was not verified in the black box or duplicated in the evaluation. Review of black box data showed a loss of prime alert on the complaint date and the alert was confirmed multiple times. Delivery was subsequently resumed about 8 hours later. The total daily delivery added up correctly and reflected the user¿s programmed basal rates. Using the returned caps, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Audio and normal bolus exercises were completed and recorded correctly.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that on (B)(6) 2014, the patient had blood glucose (bg) reading 400 mg/dl with small level of ketones, nausea, vomiting and symptoms of dehydration. It was reported that the patient was treated with intravenous glucose by medical personnel at the emergency room. The patient allegedly remained on pump therapy without any recent adjustments to the pump settings. Customer technical support agent reviewed the potential causes for inaccurate delivery and determined that all basal and bolus deliveries were correct and as programmed. Review of potential bg issue revealed that the bolus type was incorrectly programed and it was recommended that the health care provided should be consulted for diabetes management. The reporter insisted that the pump be replaced because they have lost confidence in the unit. This complaint is being reported because the patient experienced severe hyperglycemia related to a product issue of unknown nature.